Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation was reproduced by environmental stress testing. The cause of the reported event was consistent with a hybrid anomaly.

Event description:
It was reported that a patient presented with two instances of back-up vvi mode notes on the patient's implantable cardioverter defibrillator. Back-up defibrillation was lost during the episodes. The device was unable to be restored, and explant of the device was discussed. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d6a: field should be populated: (B)(6) 2020.

Event description:
New information received notes that device was explanted on (B)(6) 2025. No adverse patient con sequences were reported.